Event description:
Name of procedure being performed: na. Detailed description of event: [name] hospital. This is a complaint from the hospital; foreign material (hair?) Was contaminated in the sterilized pouch. No patient injury or illness associated with this event. Replaced to a hospital inventory new c3101. The investigation report has not been requested by the hospital. This event unit will be returned. Type of intervention: replaced to a hospital inventory new c3103 and the procedure was completed. Patient status: na (no patient involvement).

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na detailed description of event: [name] hospital . This is a complaint from the hospital; foreign material (hair?) Was contaminated in the sterilized pouch. No patient injury or illness associated with this event. Replaced to a hospital inventory new c3101. The investigation report has not been requested by the hospital. This event unit will be returned. Type of intervention: replaced to a hospital inventory new c3103 and the procedure was completed. Patient status: na (no patient involvement)

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of a loose hair inside the pouch. Based on the condition of the returned unit and the description of the event, it is likely that the loose hair originated from an operator during the manufacturing process. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.